Event description:
This ra lead was implanted on (B)(6) 2011. A call to technical services on 10/20/2011 states that there is undersensing of afib with autosense .23 mv. Now programmed to .15mv. Then lowered atr trigger rate was reduced and this also did not cause an atr. Then caller noticed that both atr and autarchy triggers were turned off. When she turned the atr trigger back on, the device mode switched and seemed to sense better. 35%, 9k atrs total. Ts believes it was a coincidence that the atr was sensed when the trigger was re-enabled. Triggers do not affect sensitivity. No symptoms reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).